Manufacturer narrative:
Results, conclusions: root cause cannot be determined. Device returned and the balloon was successfully inflated to nominal pressure with no issues noted. (B)(4).

Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent to a lesion in the lad with 99% stenosis. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated. It was reported that when pressure was applied to the resolute integrity stent it would not inflate. No resistance was confirmed during device delivery. The physician stopped using the relevant device and used another device as replacement to complete the procedure. No clinical sequelae were reported. Device evaluation summary: the distal tip was damaged. No resistance noted loading a 0.015 inch mandrel into the inner lumen. The stent was positioned on the balloon between the inner shaft markers with no evidence of deformation. There was no evidence of stretching on the transition tubing, distal shaft or proximal balloon bond. Negative prep did not indicate the presence of a leak. The balloon was inflated to nominal pressure (9atms) and maintained pressure. The support mandrel was removed from the inner lumen and the device was pressurized; there was no evidence of a leak on the inner lumen.